Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) device and packaging were not returned. Therefore, visual evaluation of the product and packaging could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Picture was not provided by the customer. DHR review: DHR review was completed for the subject lot number 1240770. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. For instance, upon review of the DHR, images have been attached to the pce to further verify the conformance of the packaging for the reported device. Complaint history review: complaint history review was performed for the reported lot number (1240770) for similar event using keyword incorrect component quantity and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvb11) and event (incorrect component quantity). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable without the product/packaging return

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Event date not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was missing from the actual implant box. This was during a procedure and the procedure was completed using another device.